Manufacturer narrative:
The device was returned for analysis. The reported material deformation was not confirmed; however, it was noted that the stent was dislodged. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely inadvertent handling during sheath removal and/or device preparation caused the noted stent dislodgement. Although the reported material deformation was not confirmed it is likely the reported ¿stent was not crimped¿ was referring to the stent dislodgment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that before use, an 8x29mm omni elite 35 balloon-expandable stent (bes) was noted as uncrimped. There was no patient involvement and no clinically significant delay in the procedure. Another unspecified device was used to successfully complete the procedure. Device return noted that the stent was dislodged. No additional information was provided.